Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: levophed 4 mg/250 ml at 30 mcg/min was supposed to be given to a patient. The nurse said the pump was started, but nothing was infusing (no drips in the drip chamber and nothing at the end of the tubing). As a solution, they said that they opened the air vent and were able to see drips going on.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.